Event description:
Patient has a mrs proximal humorous due to cancer. It appears that the rotator cuff was involved and the humeral head is "rising up" the plan is to change it to a shorter extension piece to lower the implant. Additional received information indicated that patient fell and the soft tissue reconstruction was ruptured. The 60mm extension was changed out to a 40mm one and the head was changed from 40mm diameter to 22mm diameter. Not implant related.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding revision surgery due to trauma involving an mrs humeral extension piece was reported. The event was confirmed. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated that the posttraumatic soft tissue injury was not implant related. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no other similar events for the reported lot. Conclusions: the investigation concluded that the revision surgery was necessary as a result of the trauma suffered by the patient and the resulting damage to soft tissue. The event is not device related.

Event description:
Patient has a mrs proximal humerus due to cancer. It appears that the rotator cuff was involved and the humeral head is "rising up" the plan is to change it to a shorter extension piece to lower the implant. Additional received information indicated that patient fell and the soft tissue reconstruction was ruptured. The 60mm extension was changed out to a 40mm one and the head was changed from 40mm diameter to 22mm diameter. Not implant related.